Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. Due to severe clotting on the patient's right side, a lead revision could not be performed. The lead was capped and a new system was implanted on the left side.